Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was admitted for a gastrointestinal (gi) bleed. Forty-four days later the patient was admitted for diuresis. Throughout this hospitalization the patient had good urinary output. However, due to persistent noncompliance with fluid restriction, he remained volume overloaded. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2013 for a gastrointestinal (gi) bleed. On admission he was noted to be volume overloaded, with elevated jvp and 2-3+ ble edema. In light of concurrent gi bleed, diuretics were held on admission. When discharged home (B)(6) he was still somewhat overloaded with elevated jvp and 1+ ble edema. When seen in clinic for follow-up (B)(6) he was still volume overloaded, with elevated jvp, 1-2+ ble edema, and dyspnea. Metolazone was added to his regimen. Noncompliance with fluid restriction was identified as contributing to ongoing volume overload. Volume status was improved when seen (B)(6), with 20lb weight loss, though patient remained slightly hypovolemic. Metolazone was discontinued. On (B)(6) jvp was mildly elevated and ble edema was 1+. When next seen in clinic (B)(6), his weight was up 15lbs., with elevated jvp and 1+ ble edema. He was admitted for diuresis. Throughout this hospitalization the patient had good urinary output. However, due to persistent noncompliance with fluid restriction, he remained volume overloaded. At discharge (B)(6) is volume status was improved, though he was still overloaded. He was next seen (B)(6), when he presented with volume overload and was admitted. Again in the setting of noncompliance with fluid restriction, despite IV diuresis and good urine output, the patient's weight increased. Creatinine increased with high dose diuretics, and on (B)(6) 2014 ultrafiltration was started with good removal of fluid. On (B)(6) ultrafiltration was stopped due to problems with line clotting. It was resumed (B)(6) but ultimately had to be stopped (B)(6) due to patient's inability to tolerate anticoagulation without adverse bleeding effects. Throughout remainder of hospitalization he was treated with torsemide and metolazone. He had copious urinary output, but due to continued noncompliance with fluid restriction he remained volume overloaded. Hypervolemia was present but improved when he was discharged home (B)(6). He was next seen when he presented to clinic on (B)(6) 2014 and he remained volume overloaded, with jvp at angle of the jaw and weight of (B)(6). When next seen in clinic (B)(6), volume status was improved though he was still slightly overloaded, with jvp=14cm and weight of (B)(6).